Manufacturer narrative:
A visual evaluation was performed and found that the stent was kinked along the drainage holes on the proximal side. The stent was creased for 3mm at the proximal tip. A functional evaluation for stent deployment could not be performed since the corresponding delivery system was not available. Based on the product analysis, it is likely that procedural / anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks in the stent. Bound by kinks in the stent, the device would fail to deploy the stent. Therefore, 'operational context' is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the stent began kinking at the fenestration holes on the duodenal side of the stent as the introducer was being retracted from the inside of the stent. Therefore, the stent failed to deploy. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine"

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the stent began kinking at the fenestration holes on the duodenal side of the stent as the introducer was being retracted from the inside of the stent. Therefore, the stent failed to deploy. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of stent kinked. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.